Event description:
A healthcare professional reported that during surgery an ophthalmic console was noticed with low laser output. Surgery was completed by increasing the output power. The procedure type and patient harm were not reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative confirmed and replicated the reported event. The fiber was subsequently replaced, and the lens was cleaned of debris. The system was tested and found to meet product specifications. The contributing factor for both actions taken by the company representative, remains inconclusive. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to component wear/reliability. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).